Event description:
I had a medtronic stimulator implanted in my spinal column. After the surgery, I have not been able to lie down flat. Instead I have to sleep sitting up due to pain in my lumbar and thoracic area. I also have pain every time I cough in that same area. I was able to sleep lying flat in a fetal position prior to the device implant and I was also able to cough without pain. I have had adjustments by the medtronic staff and I experience relief from sciatic and neuropathy in my feet. It was suggested to me by a medtronic staff member tht I have nerve damage from the implant surgery. No one at the (B)(6) clinic has looked at my back with an x-ray or investigated in that fashion to try to find out what has happened to me post surgical implant. I have suffered since the operation and continue to suffer and all I ask is for the pain clinic to investigate to try to see if this device is not working properly, or if a lead has come loose or if I have nerve damage from the surgery. If it is nerve damage, I would just like to be addressed. I have lost weight since the medtronic surgery and continue to lose weight from all this post-surgical pain yet the (B)(6) pain clinic pa referred me to a social worker / psychologist (who said she didn't even understand why I was sent to her). I was also referred to a chiropractor by the same pa at the clinic even though I have expressed fearing I will end up paralyzed from that kind of therapy with all of these horrible back issues. Now I am being referred to a nutritionist even though I have lost weight, I am not a diabetic, nor do I have any nutritional health issues. My point is the (B)(6) clinic seems intent on doing everything they can except to examine my back to see if anything is wrong with the implant or something happened during my surgery that is causing all these pain issues that I didn't have prior to surgery. I believe it is a reasonable request for my back to be examined to see if I have experienced nerve damage from the surgery or at least for this to be investigated to see if there is some failure in the leads from the implant.